Event description:
It was reported that the patient presented to the electrophysiology (ep) lab due to diaphragmatic stimulation with rv pacing. The rv lead was capped and a new rv lead was implanted on (B)(6) 2024. There were no adverse health consequences, the patient was stable.